Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the needle hub stuck inside, the plunger cap is missing, the needle is missing, and the thumb press is missing. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. No missing plunger cap or needle was observed and the hub-needle assembly did not separate from the barrel when removing the shield. Sample was forwarded to manufacturing (holdrege) on 18may2018 for further review. Second investigation summary: on (B)(6) 2018 , holdrege received one (1) loose 0.3ml, 8mm syringe from reported batch# 7086619. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, multiple stress points were noted along the plunger rod length proximal to the missing thumb-press. Probable root cause is likely to be damage occurring to the plunger rod after assembly on the metro, just prior to the cap being affixed to the device. No damage was noted to the cap itself, the flange near where the thumb-press should be or any other parts of the syringe. The remaining plunger rod/stopper were cycle tested to rule out dry barrels; no abnormal findings from this testing. As the thumb-press is missing, the device would be rendered inoperable by the end user. A review of the device history record was completed for batch # 7086619 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200691760, 200691893, 200691954] noted that did not pertain to the complaint. There were two (2) notifications [200691884, 200691883] noted for raised hubs. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates, missing plunger cap, missing needle and missing thumb press on lot # 7086619. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing plunger cap and needle, hub separates). Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some pieces from a bd insulin syringe with bd ultra-fine¿ needle were missing. When the consumer removed the orange shield, the needle hub was stuck inside. It was also missing the plunger cap and the thumb press from the plunger rod. Although the consumer states the syringe was still used, there was no report of exposure, injury or medical interventions.